Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a camera was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect camera has been received by the manufacturer for evaluation. The suspected camera as reported failed accuracy test. A check of the event logs revealed a low illuminator voltage message. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that while outside of procedure, the camera of the navigation system failed accuracy test. There was no patient present at the time of the issue.

Manufacturer narrative:
Correction: conclusion code updated with the correct value. If information is provided in the future, a supplemental report will be issued.